Manufacturer narrative:
Corrected data: the initial MDR the date (B)(6) 2017 was entered as the explant date. However through follow up it was learned that this date was not the explant date but is the implant date. If implanted, give date - has been now been populated with (B)(6) 2017. Additional information was received and it was learned that the lens was implanted on (B)(6) 2017. It was also learned that the patient did not experience any visual issues. When discharged, patient was in good condition and no injuries were reported. In addition patient information and the physician's name was provided. Age/date of birth: (B)(6). Gender/sex: male. If implanted, give date: (B)(6) 2017. Initial reporter - dr. (B)(6). Health professional - yes. Occupation - physician. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zct150 13.5 diopter intraocular lens (iol) was explanted due to patient wanting a symfony lens instead of a monofocal lens. The lens was replaced with zxt150 iol with the same diopter size. Incision was enlarged by 3mm during procedure. No suture was required and there was no patient injury reported.